Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack estradiol (e2), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), luteinizing hormone(lhii), prolactin (prl) and creatine kinase mb isoenzyme (ck-mb) analyte application manual states the following: evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event unknown, no follow up from the customer.

Event description:
A customer reported out of range quality control results for most of their assay runs on the aia-900 analyzer. Customer states, they ran 3 levels of controls and there is at least one out of range on all assays. Technical support specialist (tss) advised the customer to perform a full decontamination of the analyzer. Several attempts was made to follow up with the customer with no response. There was no indication of patient intervention or adverse health consequences due to the delay in reporting of estradiol (e2), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), luteinizing hormone(lhii), prolactin (prl) and creatine kinase mb isoenzyme (ck-mb) patient results.